Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. During advancement of the 2.5 x 12 mm xience v stent delivery system (sds), the proximal end of the non-abbott guide wire came through the sds shaft, near the stent. There was no report of resistance during advancement or removal. The xience sds was not used and a new 2.5 x 12 mm promus sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood on the balloon and on the stent implant. There was no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The tip was torn at the distal seal. The material was stretched at the tear. There was a kink in the distal shaft 9 millimeters distal to the guide wire exit notch. There was a bend in the hypotube 24.5 centimeters (cm) distal to the strain relief tubing. There was kink in the hypotube 55 cm distal to the strain relief tubing. There was no other damage noted to the sds. The guide wire used during the procedure was not returned. The kinks and bend were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. In this case, it is possible that handling of the sds during the attempt to load guide wire such that the tip may have kinked and the guide wire extended trough the tear as reported which may have contributed to the torn material (tip). Although a conclusive cause can not be determined there is no indication of a product quality deficiency. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported damage by another device or torn material for this lot. All stent delivery system (sds) are inspected for damage. Additionally, a sampling of units is destructively tested to verify product quality.